Manufacturer narrative:
Review of this MDR and/ or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Hcp confirmed this was not a medtronic device.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that caller, pt's wife, stated that the pt had to have an ins removed due to an infection. Caller stated that this was in 2016 or 2017 and that it was the pt's orthopedic hcp that removed the device. Caller was speaking with a hcp at hcp's office as caller was trying to find out which company implanted and removed the ins that was infected; caller stated that hcp told them that the ins was implanted in 2013 but that they didn't know which company the ins was through. Caller stated that the hcp that implanted the ins that was infected was (B)(6). Caller asked if the leads were removed; pss reviewed registered information on file with the caller and advised the caller thatf rom what pss could see, the leads were removed. Pss redirected caller to pt's hcp for further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.